Manufacturer narrative:
A steris service technician arrived at the facility, inspected the sterilizer and found that leaks on the sterilizer caused internal piping to erode. Based on his observation, he decided that the eroded piping needed replacing. The technician ordered the necessary replacement parts and replaced the complete water line assemblies. After replacing the water line assemblies, the unit was confirmed to be operating to specifications. The sterilizer had been remanufactured on march 12, 2004 and is currently under steris service contract.

Event description:
The user facility reported a water leak from their platform prevac sterilizer. No injuries were reported however there was a procedural delay.